Event description:
It was reported that during a low anterior resection, the acral part of the tissue pad was partially detached in 10 minutes. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.